Manufacturer narrative:
UDI is not available as the device was manufactured prior to september 24, 2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) lead exhibited high impedances. X-rays revealed a possible fracture on the lead. In turn, surgical intervention was undertaken during which the lead was explanted and replaced. Effective stimulation was restored following the procedure.